Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 375cc mentor memorygel breast implant on the right breast. Post-operatively, the patient suffered right breast implant rupture. As a result, the patient underwent bilateral removal and replacement with two mentor saline implants on (B)(6) 2022.

Manufacturer narrative:
On may 4, 2022, the mentor failure analysis lab received a device different from the initially reported device. The returned device was a catalog: 3504001bcn, lot: 6564911. Mentor became aware that device was manufactured by mentor medical systems b.v, located in leiden. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. This will be the last report regarding this complaint and no further supplemental report will be submitted.